Event description:
It was reported that the patient was experiencing lead high impedance and was unable to enter MRI mode. As such the entire system was explanted on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.